Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. It was unknown if there was a delay to pre-cleaning. The customer reported unknown if air/water nozzle was flushed with water and air. The customer stated unknown if there were abnormalities in the accessories used for reprocessing. The customer stated unknown if air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of standard value due to wear of angle wire; adhesive on bending section cover had chipped, cracked and had white clouded area; water removal ability did not meet the standard value due to clogging of nozzle; suction connector was dirty due to water leakage; adhesive around objective lens and light guide lens was peeled; plastic distal end cover had a burn; connecting tube, universal cord, protector of universal cord on suction connector side, objective lens had a scratch; flare occurred due to scratch on objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had insufficient angle. The device was returned for evaluation. During the device evaluation, foreign object coming out from the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.